Event description:
It was reported patient underwent total shoulder arthroplasty on (B)(6), 2010. Subsequently, a revision was performed (B)(6) 2013 due to the taper fractured off of humeral tray.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Evaluation of the explanted device found the torsional force that was applied to the taper cannot be determined.